Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v948945, implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-feb-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that during a battery replacement procedure. The lead was found to be damaged in the pocket, so the entire system had to be replaced. The lead was twisted around itself when the hcp opened the pocket. A portion of the lead was broken off, leaving the electrodes partially in the sacrum. The patient did not report any issues prior to surgery.